Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was also reportedly visible behind the display lens, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, moisture was observed behind the display lens. The pump casing was also damaged near the upper right corner of the display. No damage was found to the battery compartment; however, the cartridge compartment was damaged. A battery cap was not returned with the pump. A test battery cap was used to complete testing. The test cap secured properly to the pump and was used to exercise the pump for 24 hours with no power interruptions. A leak test was performed and failed due to the crack in the casing. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.